Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') in a 45-year-old female patient who had essure (batch no. (626167, 54720ll) - not valid) inserted for female sterilization. The patient's medical history included fibroids, adenomyosis, paratubal cyst, shortness of breath, uterine leiomyoma and grand multiparity. In 2008, the patient had essure inserted. On (B)(6)2013, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2013. At the time of the report, the endometritis outcome was unknown. The reporter considered endometritis to be related to essure. The reporter commented: right:1 coil left 0coil most recent follow-up information incorporated above includes: on (B)(6)2020: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. In 2008, the patient had essure inserted. On (B)(6)2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') in a 45-year-old female patient who had essure (batch no: 626167, 54720ll) inserted for female sterilization. The patient's medical history included fibroids, adenomyosis, paratubal cyst, shortness of breath, uterine leiomyoma and grand multiparity. In 2008, the patient had essure inserted. On (B)(6) 2013, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the endometritis outcome was unknown. The reporter considered endometritis to be related to essure. The reporter commented: right:1 coil. Left 0coil. Most recent follow-up information incorporated above includes: on 29-jul-2020: medical record received. Reporter information updated. Other relevant history updated. Lot number newly added. Event "medical device removal" was replaced with ''éndomtritis". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in a female patient who had essure inserted. In 2008, the patient had essure inserted. On (B)(6) 2013, essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.